Event description:
It was reported that the surgeon injected 100cc saline into 65ml inflatable penile prosthesis reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.